Event description:
Treatment of a small saccular aneurysm measuring 3mm x 3mm x 3mm located in the lateral basilar artery. On (B)(6) 2013, the patient underwent pipeline embolization treatment involving one pipeline (3.75mm x 14mm). During the procedure, the pipeline was implanted without issues. Upon retrieval of the distal wire, it separated at the bumper and remains in the p1 segment of the left posterior cerebral artery. There is no plan to remove the broken segment. As of (B)(6) 2013, the patient is in good condition and without complications.

Manufacturer narrative:
The pipeline involved in the event will not be returned for evaluation as it was implanted in the patient. The broken segment remains in the patient. The pushwire was discarded. (B)(4).